Event description:
It was reported that pt's pump was not functioning properly. Pt felt that there was loss of efficacy. It was stated that the pump was "not functioning properly during the (B)(4) study". The pump was replaced. Drug delivered via the device was dilaudid.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.